Event description:
Pt was undergoing spinal surgery in 2003, and as the surgeon was using the codman kocker, its tip broke off (one of the two grasping prongs, measuring 1-3/4-inches in length, broke off). All pieces of the device were retrieved. The pt was not affected in any way, and the surgery was not extended in length.